Event description:
The contact stated the customer was at camp and received a blood glucose reading of 10.4. The customer was given juice and tested later at 19 (mmol/l). The customer was taken to the hospital where her blood glucose was tested at 398 mg/dl. The contact stated the customer did not stay in the hosptial and there was no mention of treatment received. It was verified that the meter was set in mmol/l. The contact was able to reset the meter to mg/dl, and no product will be returned.